Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the device was advanced with the imaging on, a loop was formed. It was temporarily difficult to remove but torque was continuously applied, and the device was safely removed. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the device was advanced with the imaging on, a loop was formed. It was temporarily difficult to remove but torque was continuously applied, and the device was safely removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that kinks were observed in the sheath assembly. The device returned with the imaging window was twisted.